Event description:
The customer reported the system displayed a charger error. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced. Also, the fse cleaned contacts on the k2 relay and ohmed out filaments in the xray tube. Following some customer education, the system operated as intended and ceased to display this error.